Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons less responsive buttons were harder to press sometimes had to press buttons twice and scratch on screens hinder view an also report the cracks in casing in bottom left hand corner of screen. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.